Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with scratched screen. Customer's complaint of double beep no cassette was not verified. The event log does not show any related errors. Service replaced the downstream occlusion sensor. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had double beep no cassette errors and screen is damaged. No reported adverse effects.